Event description:
It was reported that the surgeon experienced difficulty inserting the anchor (superior patient left anchor). During insertion of the anchor into the cut track, it went into the device and locked into the implant, however it skived off the endplate and did not go into the vertebral body. The entire implant was then removed. Second attempt with a new implant same size; all 3 other anchors were inserted successfully. The superior anchor was left for last, surgeon had the same issue. Upon insertion of the anchor he could not get the anchor to advance all the way. He then removed the insertion guide and tried to freehand tamp the anchor and the anterior aspect of the device bent. A 3mm of the anchor was protruding anteriorly to the device. Surgeon did not want to remove the entire device and therefore decided to use a metal cutting burr to grind away protruding anchor, leaving the majority of the anchor in the patient. All 3 other anchors went through easily, the patient's bone quality was very hard at the specific region where the 4th anchor would not go in.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Anchor deformation intra-op was confirmed via visual inspection. Conclusion: the plausible root cause is likely related to (1) patient's very hard bone; (2) over impaction during the pilot cutter insertion.

Event description:
It was reported that the surgeon experienced difficulty inserting the anchor (superior patient left anchor). During insertion of the anchor into the cut track, it went into the device and locked into the implant, however it skived off the endplate and did not go into the vertebral body. The entire implant was then removed. Second attempt with a new implant same size; all 3 other anchors were inserted successfully. The superior anchor was left for last, surgeon had the same issue. Upon insertion of the anchor he could not get the anchor to advance all the way. He then removed the insertion guide and tried to freehand tamp the anchor and the anterior aspect of the device bent. 3mm of the anchor was protruding anteriorly to of the device. Surgeon did not want to remove the entire device and therefore decided to use a metal cutting burr to grind away protruding anchor, leaving the majority of the anchor in the patient. All 3 other anchors went through easily, the patient's bone quality was very hard at the specific region where the 4th anchor would not go in.